Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: unknown, batch#: unknown. It was reported by customer that multiple issue. They are every other filter didn't work¿ [failed to prime]. Another nurse working in purple pod said, ¿I was in red pod the other weekend and it was every single filter [that would not prime], nurses find it hard on their hands, hands are ¿really sore¿ to disconnect and reconnect multiple times. Mentioned ¿carpal tunnel¿ related to all the disconnecting/reconnecting and difficulty adjusting/closing the roller clamp, crack in the upper fitment ¿ the infusion pump kept beeping, at first they were not sure where the leaking was coming from but then found it from a crack in the upper fitment of a primary IV set, IV sets are reportedly ¿much thinner¿ than before, filter leaking ¿ it was a slow infusion so at first the nurse ¿didn't know¿. But they had taped the filter near the patient and the patients' hands kept getting wet which is when they realized the leaking was coming from the filter itself. Rcc received a complaint via email. Red pod. Yesterday on [(B)(6)] ¿every other filter didn't work¿ [failed to prime]. Another nurse working in purple pod said, ¿I was in red pod the other weekend and it was every single filter [that would not prime]¿. Nurses find it hard on their hands, hands are ¿really sore¿ to disconnect and reconnect multiple times. Mentioned ¿carpal tunnel¿ related to all the disconnecting/reconnecting and difficulty adjusting/closing the roller clamp. Crack in the upper fitment ¿ the infusion pump kept beeping, at first they were not sure where the leaking was coming from but then found it from a crack in the upper fitment of a primary IV set. IV sets are reportedly ¿much thinner¿ than before. Filter leaking ¿ it was a slow infusion so at first the nurse ¿didn't know¿. But they had taped the filter near the patient and the patients' hands kept getting wet which is when they realized the leaking was coming from the filter itself.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following. It was reported by customer that multiple issue. They are every other filter didn't work¿ [failed to prime]. Another nurse working in purple pod said, ¿I was in red pod the other weekend and it was every single filter [that would not prime], nurses find it hard on their hands, hands are ¿really sore¿ to disconnect and reconnect multiple times. Mentioned ¿carpal tunnel¿ related to all the disconnecting/reconnecting and difficulty adjusting/closing the roller clamp, crack in the upper fitment ¿ the infusion pump kept beeping, at first they were not sure where the leaking was coming from but then found it from a crack in the upper fitment of a primary IV set, IV sets are reportedly ¿much thinner¿ than before, filter leaking ¿ it was a slow infusion so at first the nurse ¿didn¿t know¿. But they had taped the filter near the patient and the patients' hands kept getting wet which is when they realized the leaking was coming from the filter itself.